Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that one day post hip revision, the patient underwent a hip revision due to a dislocation. The proximal body and distal stem were found to be loose and not mated properly. Attempts have been made and no further information has been provided.